Manufacturer narrative:
Following clarification of revised parts, and the relevant fields in have been amended to reflect the hemi head details, rather than the retained cup. (B)(4).

Event description:
It was reported that left hip revision surgery has been performed due to (trunion) wear, elevated metal ions, and pseudotumour. Only the hemi head and sleeve were removed, the stem and bhr cup remain implanted.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.